Event description:
Caller reported a malfunction on the pump but indicated that no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in executing the reset, after which the malfunction did not recur.